Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
The patient reported that the sensor glucose is sometimes off by 50 or 60 points. The patient stated that she has been noticing a trend with these high numbers. The patient calibrates three times a day. The patient's sensor readings were in the 300 range all week, but the patient stated that her blood glucose was not actually that high. Advised the patient to check the expiration date on the sensors to make sure they're not expired. The patient also reported an issue with the infusion sets squirting out insulin during priming, instead of insulin drops. The patient declined troubleshooting and requested replacement infusion sets. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the serter was cutting her skin, the sensor would not adhere to her body, sensor triggered the threshold suspend when her sensor glucose was 51 mg/dl and blood glucose was 296 mg/dl. After troubleshooting, customer was advised the sensor and serter will be replaced. Customer will not be returning the sensor for analysis.